Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a blood glucose of 388 mg/dl, and per healthcare provider direction the user disconnected from the ilet and administered a manual insulin injection; glucose initially decreased but then rose again. Symptoms included hyperglycemia without reported accompanying clinical symptoms. Outcomes included user-initiated device disconnection and consideration of additional insulin or seeking urgent care. Investigation included customer care review and education, during which the agent explained that disconnecting can be counterproductive, advised adherence to the healthcare provider¿s instructions, and recommended follow-up with the provider to align care with ilet usage. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that no device malfunction or component issue could be confirmed based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.